Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04002. Related manufacturer reference number: 3006705815-2019-04004. It was reported the patient was unable to set ipg into MRI mode. In turn, the surgical intervention may occur at a later date.

Event description:
Additional information received from follow-up suggest the patient underwent a surgical procedure on (B)(6) 2019, wherein the scs system was explanted. Patient stable.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.